Event description:
Customer reports that while removing a ventricular catheter to discontinue a plenneiculostomy; the catheter broke in half. This required a craniotomy on 2/24/99 to remove the remaining piece after an unsuccessful attempt bedside in the nicu. The craniotomy was unsuccessful and as of 3/2/99, the broken piece is still in pt.